Manufacturer narrative:
The technician found the ac power cord plug had a loose ground pin. He replaced the power cord plug to repair the bed.

Event description:
Information received indicates the ground resistance reading was high while performing an electrical safety test.